Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder had no power during the pre-cautery test. A replacement hemopro unit was used to complete the procedure. The hosp reported no pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed.(B) (4)